Event description:
A malfunction was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring that the issue did not recur. The customer was informed they could continue using the pump and advised to call back if the malfunction reappeared, which the customer understood and acknowledged.